Event description:
On 03/12/2025, it was reported by a facility representative via (B)(4) that an ar-300b drill attachment is slipping during use in a case with one of their mis burrs. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-300b, burr attachment 2.35 mm. Batch: 15361441, was received for evaluation. Visual inspection under a magnifier, noted that visibility into the shaft was obstructed as there was something lodged within. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion. Refer to investigation photos. Complaint allegation is confirmed.